Event description:
It was reported that the patient had a breach in aseptic technique further described as the patient going swimming on an unreported date and acquired peritonitis. Thirty-six days after the onset of peritonitis, the patient was hospitalized. The patient was treated with vancomycin and gentamycin (ip, dose and frequency was unknown) for peritonitis. The patient was recovering from peritonitis. The patient was not yet retrained on proper aseptic techniques at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.